Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the issue of capsular contracture was bilateral with baker grade iii/IV. This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device received on 11/13/2019. Device evaluation summary completed on 12/6/2019: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry) an investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a breast reconstruction revision with mentor memoryshape 685cc, silicone breast implants which the patient reported change in shape of implant and lots of lumps in breast mostly on left and slightly on the right. Capsular contracture, unknown baker grade on left implant . Hair loss, hoarse voice, aches in chest, swelling near underarm, fatigue. As a result patient had the implants removed on (B)(6) 2019. This report is for the left side.